Event description:
It was reported that following breast brachytherapy treatment, the diabetic patient acquired a localized infection in the breast. Signs of infection (redness, pain) were identified approximately one week after the catheter was explanted. The patient was given oral antibiotics nine days after explant. Initial antibiotic treatment was ineffective and (B)(6) infection was identified. Therefore, IV antibiotics and vancomycin were given.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records and sterilization records could not be performed. The device was not retuned for evaluation. The results of the investigation are inconclusive, and the root cause is unknown. It should be noted that the physician indicated that the patient may have been compromised prior to the implant, as she was diabetic. The current IFU (instructions for use) states: precautions: care must be taken when handling and manipulating the contura balloon to prevent damage and foreign material contamination of the balloon surface. Inspect package before use. Discard if seal is compromised or packaging is damaged. Complications: complications that may be associated with the use of the contura mlb applicator are the same as those associated with the use of similar devices. These may include: erythema, catheter site drainage, breast pain, ecchymosis, breast fibrosis, telangiectasia, breast induration, breast seroma, breast edema, dry desquamation, dry skin, skin discoloration, parasthesia, axillary pain, fatigue, pruritis, breast retraction, nausea, skin irritation, moist desquamation, hematoma, rash, asymptomatic fat necrosis, breast infection, breast blister and lymphedema. How supplied: the contura mlb applicator and accessories are provided sterile and are intended for single patient use only. The device has not been returned for evaluation. The investigation is currently underway.